Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, could not fire farther after fired a fifth on the first firing, the staple malformed with straight leg as the pictures show. Used reverse button to take out the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photographic analysis: seven photos were provided. First picture shows a blue cartridge in a side view, some staple legs can be seen protruding. Second picture shows a yellow bag with a device inside. Third picture shows a device with a battery and a blue cartridge loaded, the jaws are opened. Fourth, fifth and sixth pictures shows a closer view of the jaws, a blue cartridge can be appreciated that is not correctly loaded, with some staple legs protruding. Seventh picture shows tissue, one staple that appears to be not in b-form shape can be seen. Based on the photos alone, the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.